Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported implant rupture, pain and red swelling. MRI has been performed. Device remains implanted. This relate to the right side.

Manufacturer narrative:
Additional, changed, and/or corrected data: d1, d2, d4, d9, h3, h4, h6. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: * rupture: observed broken device assessed as surgical impact opening and observed a missing piece of shell assessed as inconclusive. * pain: unable to observe as it is not related to the manufacturing process.

Event description:
Patient reported "rupture, pain and red swelling". Device has been explanted. This record is for the right side.